Manufacturer narrative:
Product analysis, product ID: 9560524, lot#:my16a001. Upon inspection, it was confirmed that the bearing had cracks and that the screw thread of the handle screw had deformed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a flex arm and bed rail attachment used for spinal therapy. It was reported that the screw could not be tightened and could not be fixated. Additional information received from manufacturer representative that procedure involved was med. Product came in contact with patient. There were no further complications reported as a result of this event.